Event description:
Incident as reported: lap. Sleeve bariatric - "the doctor claimed that the seal of the trocar malfunctioned while a grasper was being used which caused a loss of pneumo and visualization. He was using the grasper to clamp off the splenic artery which was bleeding. The doctor said he had to release the grasper from the artery in order to remove the malfunctioned trocar seal and place a new one to re-establish pneumo and finish the procedure. When he was able to proceed he noticed blood loss. (The trocar was thrown away so there is no product to return for eval of what malfunctioned.)" Pt status: stable. Type of intervention: "doctor had to release the grasper from the artery in order to remove the malfunctioned trocar and place a new one to re-establish pneumo and finish the procedure. Once able to proceed he was able to stop the bleeding and finish the procedure."

Manufacturer narrative:
No product is being returned for eval and no lot # has been provided to the MFR for review. A device history report of the incident is to be conducted and a f/u report will be sent within 30 days or upon completion of the eval.